Event description:
The report identified 1 patient that was diagnosed with pulmonary venous congestion with bilateral serous pleural effusion with partial atelectasis after treatment of post-partum haemorrhage using a celox gauze product with latest development from (B)(6) 2023 persistent acute renal insufficiency requiring dialysis, pleural effusion on both sides post-partum haemorrhage.

Manufacturer narrative:
Celox gauze is cleared as a temporary external use device. The device has been used off-label and cause of the event cannot be established as device related. Note: this model is not sold in the USA but has the same composition as a product that is sold into the USA under k080097.